Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen 500 mcg/ml at 100.7 mcg/day via an implanted pump for intractable spasticity. A catheter revision occurred on (B)(6) 2021. It was reported the patient noticed a change in leg spasticity and notified her physicians. The catheter access port (cap) was not able to be drawn off and x-rays were taken. The doctor accessed the pump pocket, where an excess of catheter was seen. The pump was disconnected from the catheter, which was then removed, and a new pump catheter was placed. The catheter would not be returned as the customer discarded. The cap was aspirated with success and pump was updated per the physician and his physician assistant (pa). The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available.